Event description:
The surgeon reported that she performed a frontalis suspension procedure using ocu-guard supple on 07/31/1998. The pt experienced swelling and draining of yellow material from incision site on 10/05/1998. This was treated by lancing and draining the incision. The ocu-guard supple began to extrude and on 11/02/1998 the ocu-guard supple was explanted. The surgeon reported the pt encountered a post-operative infection and it may not be related to the use of the ocu-guard supple device. It was reported that no harm has come to the pt.